Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no blank display noted or moisture damage found inside the pump. Analysis was unable to verify for operating currents. (B)(4).

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.